Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) identified the biometric identifier (bio ID) was not functioning and remained active. The fse remotely accessed the station, deployed the lumidigm v1.3 driver, rebooted the system, and confirmed successful biometric identifier login with customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID was lid up and would not turn off. User tried rebooting but issue persisted. There were no adverse events or injuries reported based on this event.